Event description:
Related manufacturer reference number: 2017865-2024-37563. During the reoperation procedure, it was noted the right atrial (ra) lead had dislodged and exhibited high capture threshold. The blood contamination was found at the atrial connector part of the device. The pacemaker and the ra lead were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction for reportability, complaint codes, b5 and b6.

Event description:
During the reoperation procedure, it was noted the right atrial (ra) lead had dislodged and exhibited high capture threshold. The dislodgement was confirmed by x-ray. The blood contamination was found at the atrial connector part of the device. The pacemaker and the ra lead were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and unacceptable threshold. As received, a complete lead was returned in two pieces with helix found partially extended and clogged with blood/tissue. After cutting and cleaning the distal portion (b), the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The reported event of unacceptable threshold was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths consistent with procedural damage.